Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility experienced difficulty with the angulation system while the subject device was in the patient. The user facility was unable to remove the device from the patient due to the bending section being stuck. After a while, the device was withdrawn partially into the urethra while the device was angulated. The user facility once considered the need to take the patient to surgery and surgically remove the device from the patient however, the facility removed the device by dilating the meatus, no incisions were required, nor was a laparoscopy. The outcome of the patient is unknown.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained as the subject device has been returned to olympus (B)(4) for evaluation. The subject device has been sold on march 15, 2012 and was received by olympus service on may 11, 2015 to be undertaken in order to rectify a leaking biopsy channel. There has been no further return of the subject device after may 11, 2015. Based on the evaluation, the bending section of the subject device was found to be severely distorted and there is a severe crush mark in the insertion tube. The bending rubber and the braiding of the bending section were found to be damaged in a number of places, and some of braiding is protruding the bending rubber. The angulation function of the subject device was inoperative that the angulation lever would not move in the up direction and the down angle appears to be loose and disconnected. For the further investigation, the subject device was disassembled. The investigation found that when the biopsy port was removed, one of the angulation wires was visible next to the port housing. The insertion tube was found to have been forcibly rotated several times independently of the control body which has twisted and severely damaged the internal components of the insertion tube. Inside the control body, the down and the up angulation wires were found to be detached from the stopper. The bending rubber and metal braiding of the bending section were removed for further inspection and it was found that there is damage evident to the passive bending area and some of the bending section links are crushed and distorted. The exact cause of the reported event could not be conclusively determined however, in an attempt to straighten the distal end tip, excessive force may have been applied to the angulation control, and due to angulation wire being severely restricted within the insertion tube, the angle wire may have snapped within the control body. As the angulation wire disconnected, the angle controls were found to operate freely. In our experience the crush mark in the insertion tube, passive bending area and the bending section links are severe enough to possibly cause restriction to the angle wires and could potentially result in angulation failure during use.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained that the outcome of the patient has changed from unknown to fine.